Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tone from the device. Patient referred to the physician. Subsequently it was determined that the beeping was due to high out of range pace impedance measurements in the right atrial (ra) lead. Technical services (ts) was consulted, discussed possible spring contact anomaly and intermittent loss of capture seen on a stored episode. The ra lead is non boston scientific. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tone from the device. Patient referred to the physician. Subsequently it was determined that the beeping was due to high out of range pace impedance measurements in the right atrial (ra) lead. Technical services (ts) was consulted, discussed possible spring contact anomaly and intermittent loss of capture seen on a stored episode. The ra lead is non boston scientific. The device remains in service. No adverse patient effects were reported.